Event description:
It was reported through litigation process that sometime after port placement, patient allegedly had blood clot and diagnosed with infection. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection and thrombosis issues as no objective evidence was provided for review. Furthermore, clinical conditions alleged in the complaint cannot be confirmed.based upon the available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.